Event description:
According to the customer, their mother suffered from a "fractured clavicle" as a result of using the bed rail.

Manufacturer narrative:
According to the customer, their mother suffered from a "fractured clavicle" as a result of using the bed rail. The customer did not report any medical intervention related to the reported incident. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.